Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was started, the screen did not light up and there was a smoke from the edge of the screen. Furthermore the programmer will be replaced and returned for repair/analysis. No adverse patient effect was reported.